Event description:
During a follow-up, an episode of inappropriate anti-tachycardia pacing (atp) and high-voltage shock in response to supraventricular tachycardia (svt) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.